Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg incision site following a revision surgery. Per the physician assistant, the incision site was inflamed with raw skin around the site and the patient was afebrile. The patient was given oral antibiotics and a new bandage and binder was applied to the site. At the patient's follow up appointment it was noted the site was discolored and had drainage. The physician explanted the system and the patient was given antibiotics.